Manufacturer narrative:
The investigation determined the service actions resolved the issue. Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The analyzer serial number was (B)(6). The field service engineer found the sample probe was getting stuck and not snapping back to position after sampling and the rinse mechanism cuvette was intermittently overflowing. He replaced the sample probe, cleaned the sample probe housing, inspected the rinse tubing, and adjusted the rinse levels. He performed mechanism and operational checks which passed. The customer ran calibration and qc that was within the expected ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable hemoglobin a1c (hba1c tq gen.3) results from the cobas 6000 c 501 analyzer. Patient 1 results were 7.7 % and 6.3 %. Patient 2 results were 6.8% and 5.9 %. Patient 3 results were 7.2%, 6.0%, and 7.2%. Patient 4 results were 6.6% and 5.8%. Only the initial result for patient 3 was reported outside of the laboratory. The customer did not know which results were correct.